Event description:
It was reported that while cutting the hip bone during a procedure, the blade broke. It was also reported that there was no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was returned to the MFR for eval. It was visually confirmed that the mount of the blade was broken. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.